Manufacturer narrative:
D2b: although this device is not distributed in the USA, FDA product code "eoq" was entered as a provisional classification based on similarity to flexible video laryngoscopes for submission purposes. G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Additional information: the automated endoscope reprocessor used at the facility was manufactured by olympus (model unknown). The damaged endoscope is currently being arranged for return from the facility for further evaluation. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 09-jun-2025, pentax medical became aware of an event involving a pentax medical video hypopharyngo scope model: eh-1990stk, serial number: (B)(6) in japan. After an endoscopic procedure was completed and before reprocessing, it was confirmed that the outer sheath of the insertion portion of the endoscope had peeled off. Reprocessing had been performed before use using an automated endoscope reprocessor (aer), and it was confirmed at that time that there were no abnormalities in the outer sheath. It was also confirmed by three physicians that the peeled outer sheath had not fallen into the patient's body. This event occurred at the time of after. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: h11: evaluation summary. Evaluation summary: the event that occurred is that medical staff found peeling of the outer sheath of the insertion tube before reprocessing. Based on the investigation, a potential root cause of this failure is that after 11 years of use, the outer resin of the insertion flexible tube (ift) was judged to have deteriorated due to hydrolysis. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 10-apr-2014. There were no reworks or concessions. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.